Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. It was noted that patients device was overheating. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.